Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a component the following information was received by the initial reporter with the following the end of spin collar missing when the nurse try to connect the tubing end to patient¿s IV catheter.

Manufacturer narrative:
Investigation summary: the customer reported the spin collar was missing, and returned two samples of material 2420-0007, lot 24095394. Upon initial visual examination, the sets verified the failure, and no male luer spin collar was returned with the samples. The male luer posts were both examined and measured using a high-powered microscope. The luer dimensions were within specification, and there was no issue found after measuring the samples. The supplier of the luer components performed additional quality checks on their process, and the device history record, inspection data, and similar complaints found no defects. The root cause for the issue could not be determined. No actions were taken as a result of the complaint. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.